Event description:
It was later reported that the second catheter fracture was found because the patient had a decrease in pain control. A dye study showed some leakage into the spine, not at the catheter tip. Prior to the replacement, the device system was used to deliver morphine 25mg/ml at 2mg/day. Since the replacement, the patient had good therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter fractured and the catheter and pump were replaced in (B)(6), 2013. The patient stated they replaced the pump during the catheter surgery since the pump had approximately one year left of battery life, thus replaced them both at that time. The drug in the pump at the time of the event was not specified. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).